Manufacturer narrative:
The automated impella controller (aic) was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp support for 62-year-old male patient, the "condition wheel" on the automated impella controller (aic) is defective. There was no reported patient harm. The patient is noted to be stable and on ECMO support.

Manufacturer narrative:
The investigation for the kbd/rotary knob issues has been completed. Data logs were reviewed which showed while running pump, the user opened up the menu to choose p-level and set the pump to p-2. The p-level menu is opened up again two more times and each time 2 is entered despite the fact that was already the p-level. This was most likely a case of the user trying to change the p-level but being unable to select the number they wanted indicating a the rotary knob not operating as expected. The console was returned evaluation. Upon functional testing, the failure mode was reproduced at fs with the rotary knob skipping over selections. After replacing the impellatronic board, the rotary knob performed as expected. The cause of the malfunctioning rotary knob was a defective impellatronic board.